Event description:
The reporter indicated the surgeon used a (B)(4)18.0d preloaded injector. When handling the screw plunger, it passed below the iol and became stuck in the injector. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Not implanted. Event problem codes: (B)(4). Evaluation codes: method - device work order search. Results - device work order search: a device work order search was performed and no similar complaint was found. Conclusion not yet available. Evaluation is in progress. (B)(4). Product not returned.